Manufacturer narrative:
This is a supplemental report to provide additional information. The following additional information was provided. The scissors were plugged in and after triggering twice they no longer worked. Error message is unknown. The scissors didn´t break off and nobody was harmed. Based on the information, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during an unspecified procedure, the subject device was used. The following events occurred within 10 minutes after opening the package on the device. Probe damage error occurred immediately after the user connected the device and after the second activation. The probe of the device broke off. There was no patient injury reported.